Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had issues with the mobility (missing feet for central processing unit (cpu) tray cover, missing foot kit, damaged thumbwheels). There was no patient involvement when the issue occurred. No patient or user harm reported. While servicing the device, the se reported that the v60 ventilator had issues with the mobility (missing feet for central processing unit (cpu) tray cover, missing foot kit, damaged thumbwheels). It was then reported that the se replaced the cpu tray cover, foot kit, and thumbwheels. The se reported that the test equipment failed, and additional follow up was required.

Manufacturer narrative:
The service engineer (se) reported that the performance verification test (pvt) was completed, and device passed successfully. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.